Manufacturer narrative:
Updated b5: additional information was reported. It was stated that the product was not used because they noticed during the inspection that the catheter was connected to the chamber. There is no patient involvement, and no human harm/adverse event reported.

Event description:
There is no patient involvement, and no human harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing. Functional testing was able to duplicate the reported problem. It was determined that the downstream occlusion (dso) sensor was the root cause. The dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an undefined constant alarm. There was unknown patient involvement.